Event description:
The hcp reported the pt presented in 2004 with signs and symptoms of withdrawal. A dye study was done and the drug dose was increased. The proximal catheter and pump where replaced. A follow up report will be sent when additional info is received.